Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery for trochanteric fracture with the cement in question. After mixing of the cement, the surgeon couldn¿t inject the cement into the stop-cock. The surgeon continued to inject the cement with a strong force, and after the clicking sound the surgeon was able to inject the cement into the stop-cock. The surgeon connected the white syringe and tried to fill with the cement. When the surgeon removed the syringe after filling with the second white syringe, the tip of the syringe was broken. The surgeon couldn¿t connect the syringe because the tip got stuck in the stop-cock, and the surgeon gave up using the cement. Procedure was completed successfully without any surgical delay. There was also a way to open the lid and inject the cement directly into the syringe, but the doctor decided not to use cement because it has a problem from the beginning. This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 07.702.040s lot: 0l53371 manufacturing site: selzach supplier: osartis gmbh release to warehouse date: november 17, 2020 expiry date: november 01, 2023 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that traumacem v+ cement kit 10 ml the cement was solidified, and no other issues were identified. The dimensional inspection was not performed due to alleged complaint condition. Functional test cannot be performed since the cement was solidified but the alleged condition can be confirmed. The observed condition of traumacem v+ cement kit 10 ml in the device was consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for traumacem v+ cement kit 10 ml. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawing reflecting the current and manufacture revision was reviewed: vertecem mixer, mischer komplett. Vertecem mixer, schraubdeckel. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1. H5.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.